Event description:
A (B)(6) female pt's husband contacted zoll customer support to report that he could not connect the pt's belt to the monitor and that some connector pins were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor/bent pins) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.